Event description:
It was reported that the procedure was being performed on a very obese pt in poor health using a femoral approach. A kit was opened and during insertion, they were able to gain access. When the physician attempted to remove the wire and he met resistance. The physician was able to remove all of the wire and noticed the wire was bent and unraveled. They do not know if there was a delay in treatment, no pt death, and no pt complications were reported.

Manufacturer narrative:
(B)(4). F/u report will be filed if add'l info becomes available.